Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which there was a device power failure from the fuses blown. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no adverse event, patient injury or medical intervention associated with this report. There was no patient involvement. The user interface module master software version is currently unknown. There was no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump in which there was a device power failure from the fuses blown was confirmed. The root cause was attributed to an ac fuse blown or missing. The fuse was replaced to fix the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality was observed. The user interface module software version of this pump is 7:01:00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.